Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4,h6 and h10. The root cause cannot be conclusively identified. Based on the results of the investigation, according to the device inspection results, there were scratches around the area pointed out, therefore, it cannot rule out the possibility that some kind of external force was applied to the relevant part. A review of the device history record found the subject device was shipped in accordance with specifications. Device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. IFU (instruction for use) states as follows: inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches,holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor complaints for this device.

Event description:
Customer reported an air/water leakages or fluid invasion. The issue found during installation. Device return evaluation found forceps cover glue peeling. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. Inspection found the reported issue of leak was not able to be duplicated. Dunk and cosmo testing performed, device passed with no issue found. No fluid invasion noted however, further testing found peeling on forceps cover glue and the a-rubber glue (bending section) was found chipped. Investigation is ongoing. This report will be supplemented accordingly following investigation.